Manufacturer narrative:
An event regarding disassociation involving a meridian stem was reported. The even was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined. Additional information, such as return of device, operative reports, patient history and x-rays are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
It was reported that the patient dislocated in a restaurant. Upon x-ray in the ER it was determined that the head had disassociated from the stem. Trunnion damage was noted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient dislocated in a restaurant. Upon x-ray in the ER it was determined that the head had disassociated from the stem. Trunnion damage was noted.